Event description:
It was reported that pump had damaged charging port that required cord to be wiggled and pump kept stationary to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting or follow-up, and no additional actions were taken by technical support.